Event description:
Patient underwent coronary artery bypass surgery and mitral valve repair. At end of surgery, surgeon attempted to place an on-q pain pump delivery system on both sides of the sternum. Two separate stab incisions were made. On the right side, the sheath (introducer needle sheath) was very brittle and fragile and it broke into multiple pieces requiring a cut down to remove it in its entirety. Required an additional 40 minutes in the or while the pieces were removed and the area was irrigated.